Event description:
It was reported that low impedance was identified through device diagnostics during an initial implant surgery. Troubleshooting attempts were made, and the lead was identified as the issue. A test resistor was used to verify that the generator was functioning properly, which showed normal impedance the physician did not use the provided tunneler, instead using a clamp instrument on the lead pin to pull the lead through. Programming data was reviewed, which confirmed the low impedance that was identified when the lead was used. The suspect lead was received on 08/06/2015. Analysis has not been completed to date.

Manufacturer narrative:
Corrected data: initial report inadvertently did not include UDI for suspect device. UDI: (B)(4).

Event description:
Analysis identified possible surgical damage to the lead connector pin, including tool marks on the connector pin, body of the small front o-ring, and on the connector ring surface. The body of the small front o-ring appeared to be compressed, and a portion was torn. However, no device-related anomalies were identified. The device history record was reviewed for the lead, and the device performed according to all functional specifications.

Event description:
Additional analysis was performed, which verified the short circuit condition. X-ray analysis showed that a portion of the connector ring was compressed and was making electrical contact with the connector pin. Resistance measurements between the connector pin and connector ring and between the positive and negative electrode ribbons verified the short circuit condition. The use of the clamp tool during surgery most likely compressed the connector ring to make electrical contact with the connector pin.